Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol 3dmax (device #2)may have caused or contributed to the reported event. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol 3dmax (device #2). An additional emdr was submitted to represent the bard/davol 3dmax (device #1). Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent bilateral inguinal hernia repair. Two (2) unspecified bard/davol 3dmax (device #1 and device #2) was implanted in patient during this repair. On (B)(6) 2017: the patient underwent removal of two (2) failed 3dmax (device #1 and device #2). During the procedure, the doctor noted ¿the mesh was rolled upon itself toward the inferior aspect of the mesh placement.¿ the 3dmax (device #1 and device #2) implanted in patient failed to reasonably perform as intended. The 3dmax (device #1 and device #2) caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the 3dmax (device #1 and device #2) was initially implanted to treat. The patient was caused to suffer severe personal injuries, pain and suffering and other damages. As reported, patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective 3dmax (device #1 and device #2).